Event description:
It was initially reported that the device had a broken battery compartment. The device evaluation found a defective downstream occlusion (dso) seal and sensor. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A damaged downstream occlusion (dso) sensor and a defective dso sensor was found. Functional testing was able to replicate the customer's problem. Review of the event history logs was not applicable. The cause of the initially reported problem was a damaged battery compartment. The investigation determined the dso sensor was defective. The dso sensor, seal and battery compartment were replaced.